Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the front panel display was flashing due to a faulty power unit. Additionally, there was a noise noticed in the image whenever the connector was manipulated due to a faulty video cable connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that the display was flickering. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power unit could not be determined. Olympus will continue to monitor field performance for this device.